Event description:
Subsequently, boston scientific received information from an adverse event form that the patient's infection was unrelated to the implanted system.

Event description:
Boston scientific received information from an adverse event form that this patient was hospitalized after developing shortness of breath and infection in (B)(6) 2014. It was felt that this adverse event was related to a patient condition and not related to the implanted device or lead system. The patient died 11 days later following hospital admission. Subsequently, boston scientific received information that the suspected cause of the shortness of breath was related to a patient condition (hypertension with excessive use of oral diuretics). There were no allegations of device malfunction that may have caused or contributed to the patient¿s death. The root cause of the patient¿s infection that ultimately lead to the patient¿s death remains unknown.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.